Event description:
On 09/16/09: sales representative was informed from customer, male pt was having a CT examination (procedure type not provided) with contrast. Injection protocol of 3ml/sec for a volume of 90ml contrast and 3ml/sec for volume of 40ml saline. The contrast media bottle (200ml) and the filling system were empty according to the user and filled with air. Staff was unable to tell us more details. During the injection, the user noticed on the CT picture, there was air from the left arm till the heart of the pt (assessment of a second surgeon: 50ml). Customer reports the pt was admitted to the intensive care ward for a few days and then was released from the hospital.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.